Manufacturer narrative:
(H3): no specific device information was provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined. The patient was revised for heir gxl liner to a competitor's cup and liner. There is no information provided about a malfunction or wear issue. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a female patient, initial right hip implanted on an unknown date, underwent a revision on (B)(6) 20232, of their gxl liner to a competitor's cup and liner. 40mm biolox options head used. The patient was last known to be in stable condition following the event the event was not related to a breakage of device. There were no surgical delays. The implants are not available for return as they were sent to the hospital's pathology. X-rays and a device image were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: a, b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The most likely underlying cause for the revision reported is the prosthesis wear of the acetabular liner. It cannot be confirmed whether the removed gxl liner met any of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) ". Additional contributing factors to the event cannot be determined from the reported information and as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.